Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported no therapeutic effect. It was noted the surgery was "successful," but the therapeutic effect is not consistent. It may be okay for two nights but then one day/night, it would not be. The patient had more bowel accidents than she had ever before. Before being implanted, she used to have accidents in the morning--usually 2 bowel movements and then it was done and her day would be okay afterwards. The day prior, the patient had one accident at 7 p.m. And she had no warning. It appeared she was going more irregularly and not just in the morning. The patient tried increasing stimulation but had not noticed any improvements. Her patient programmer was used to confirm the implantable neurostimulator (ins) was on. She was on p1 at 0.8v. The patient wanted to know if she could leave it turned off at night so she could sleep and wanted to know if her settings were too low. It was noted this was the most "disgusting" thing in her life. The patient's indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up was conducted to obtain this information. If new information is received, the event will be updated. Additional information received from the consumer reported that the patient¿s procedure took place on (B)(6) 2015. The patient had appointments with their health care provider (hcp) on (B)(6) 2015 and (B)(6) 2016 and notified the hcp of their no improvement in fecal incontinence. The step taken to resolve the inconsistent therapeutic benefit and increase in frequency and incontinence was that the patient talked with their hcp and nurse practitioner (np) and they didn't change anything. The hcp recommended the patient take a low dosage of imodium. The patient had seen their hcp 3 times. The patient adjusted the intensity of the signal to resolve the inconsistent therapeutic benefit and increase in frequency and incontinence. Additional information received from the patient who said they never received support to understand the implantable neurostimulator (ins) and if they needed to adjust. They are looking to speak with a nutritionist or dietitian to see if that might affect their condition. The patient mentioned their implanting healthcare provider (hcp) and nurse's assistant tried, but "never ever got the thing to work." It worked off and on since implant. The patient mentioned they didn't feel like their hcp and nursing assistant gave sufficient support to manage their ins. The patient said, "I'm not cured, I'm not helped" and the ins doesn't do what the patient was told it would do. The patient said it hasn't prevented them from having accidents and they have to wear a pad all the time. The patient saw their obgyn at their hcp's office who told them to take more fiber. Assistance was offered over the phone, but the patient would rather talk to someone in person. They were redirected to their hcp's office for help with their ins and referral to a nutritionist/dietitian; they don't have an hcp. No further patient complications have been reported as a result of this event.